Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Battery profile revealed a depletion rate of 8mv per day, with stimulation switched off, which was within the expected range. Device passed all cis testing. Device exhibited normal charging and discharging characteristics.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.